Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd syringe w/ needle was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: unknown; batch no: unknown; fill resistance.